Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the endoscopic image was not displayed due to the damage to the video connector board. -the adhesive of the bending section rubber was chipped. -the video connector, control section, grip unit, up / down plate, right / left plate, grip cover, universal cord, light guide connector, light guide cover glass, and video connector case were scratched by external factors. -dirt that was difficult to remove had adhered to the universal cord due to insufficient cleaning. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that an error occurred when inserting the connector, and the user wiped the connector, but the endoscopic image was not displayed and was not restored. There was no report of patient injury associated with the event.